Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedances, measuring great than 125 ohms. It was noted the shock impedances gradually increased from implant to 130 ohms in (B)(6) 2018, and then decreased to 107 ohms. Subsequently, the shock impedances started gradually increasing again. Boston scientific technical services (ts) discussed it is likely body materials/calcification on the coil which is causing the high impedances, and suspected the patient received a shock in (B)(6) 2018, which vaporized some of the material. Ts recommended commanded shock testing. The physician is continuing to monitor the system and may replace the rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the right ventricular (rv) lead was surgically abandoned and replaced. It was noted there was damage and calcium on the shocking coil. No additional adverse patient effects were reported.